Event description:
Customer reported that she keeps receiving meter blood glucose now alerts on her insulin pump. Customer's blood glucose was 175 mg/dl. The device history showed multiple meter blood glucose now alerts. The time on the insulin pump was incorrect. Customer was assisted with setting the correct time. Due to the time being incorrect, it was hard to determine whether customer was calibrating correctly or not. Customer was advised of proper calibration methods. She was advised to call if the issue recurs for troubleshooting. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).